Manufacturer narrative:
Concomitant medical products: 6947-65 lead implanted (B)(6) 2008, 4076-52 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was experiencing "electrical impulses" since the implant of the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead. The patient stated that adjustments were made, but then the issue recurred. The lv lead remains in use. No further patient complications have been reported as a result of this event.